Manufacturer narrative:
The investigation was able to exclude a reagent issue as correct rerun values were obtained using the same reagent. The field service engineer found a partly blocked valve. The valve was cleaned. The test and analyzer were confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The crep2 reagent lot number was 72953901 with an expiration date of 29-feb-2024.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for creatinine plus ver.2 (crep2) on a cobas pro c 503 analytical unit. Patient 1 initial result was 136 umol/l. The repeat result was 67 umol/l. On (B)(6) 2023 patient 2 initial result was 132 umol/l. The repeat result was 64.1 umol/l. The questionable results were not reported outside of the laboratory. The samples were repeated due to the patient¿s prior results. Discrepant results were provided for an additional patient sample tested on (B)(6) 2023 (patient 3). Patient 3 initial result was 173 umol/l. The repeat result was 120 umol/l.